Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they met with manufacturer representative (rep) and turned their stimulation down. They reported they are not getting strong surges anymore. They stated they were at 3.7 and are now at 3.4 and slowly increase their stimulation if needed.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are having problems with the handset and communicator since (B)(6) 2025 and prior to sept. Patient stated the communicator will not turn on by itself and they have to press the power button to get the green light flashing. Patient stated at night when they try to adjust the intensity level, they get a message neurostimulation is currently adjusting therapy, try again in a few seconds or consult manual and they get like a shocking strong stimulation feeling. Patient mentioned they are having a lot of back pain and they are trying to increase the stimulation and they are getting the message searching for communicator. Patient asked about adaptive stim on the handset. Patient confirmed he have neuro sense and not adaptative stim. Patient stated they are not sure why they didn't have adaptive stim. Patient stated they have to turn off neuro sense off in order to adjust the stimulation and that takes a long time. Patient stated 90-95% of the time they have trouble connecting with the devices. Patient stated they were told to call for assistance and possible replacement of external devices. Patient mentioned they worked with a manufacturer representative (rep) at the beginning. Agent assisted patient with resetting the communicator and handset, after reset, the devices connected. Ins 70%, communicator 52%, handset 75% charged. Agent reviewed the communicator has to be power on manually. Agent assisted patient with checking the menu to see if adaptative stim is enable and there is no adaptative stim on the menu. Agent reviewed removing communicator from the case when using communicator. Agent reviewed the external devices are functioning as intended. Agent recommend patient consult with their healthcare provider (hcp) and rep regarding the programming. The patient was redirected to their healthcare provider to further address the issue and to discuss adaptive stim feature.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.